Event description:
Info received indicated that when the brakes were activated the casters would swivel.

Manufacturer narrative:
The cam pivot was found broken. The part was replaced which resolved the issue.